Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer stated that she was asleep, and her husband could not wake her. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was priming correctly. The reservoir volume was accurate as well. The customer stated that her settings were adjusted after the event, and was told to call her hcp in a week. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.